Manufacturer narrative:
Ge representative evaluated system, found faulty power cap module and filament driver pcb. Rep replaced these 2 faulty components, and performed filament calibration. Rep performed operational tests, system operates as intended.

Event description:
It was reported that prior to a pacemaker case a loud "pop" was heard, an ad channel 3 error, and pre-charge errors occurred. No patient injury reported. Customer was able to perform case with another c-arm.